Event description:
It was reported the patient¿s left side implantable neurostimulator (ins) was removed due to infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0p45s, implanted: 2014-(B)(6), product type: lead. Product ID: 3389s-40, lot# va0fvp0, implanted: 2014-(B)(6), product type: lead. Product ID: 3389s-40, lot# va0fvp0, implanted: 2014-(B)(6), product type: lead. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37603, serial# (B)(4), implanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. (B)(4).